Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez2302 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported dual lumen PICC was removed from a patient yesterday as had developed a fracture. This was only placed a week ago and has only had 2 dressing changes. The PICC was used for treatment monday and tuesday and leak noted yesterday, wednesday. The fracture was about an inch from the insertion site and across both lumen's. Unfortunately the PICC was removed and disposed of.